Manufacturer narrative:
The device was explanted but not returned. The manufacturing records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that shortly after the trial procedure, the patient developed paralysis due to an epidural hematoma. The lead was explanted and there have been no reports of further complications regarding this event.

Manufacturer narrative:
Follow-up indicated that the patient also experienced issues with her bladder, but will be seeing a urologist. The patient has worked through physical therapy and feels she has recovered.